Event description:
It was reported that during ilet setup following a full restart for initiation of glp-1 therapy, the user could not confirm a first supply change after using a cartridge because the pump would not accept the ¿yes¿ selection, consistent with a screen or user interface responsiveness issue during setup. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting and guidance through the mobile app, including a remote restart. Investigation of this case revealed that the device successfully restarted and setup completed without further assistance, indicating normal function after reboot and a likely transient user interface behavior during the supply change confirmation. It was concluded, based on previously established findings for similar reports, that the cause was transient device behavior resolved by restart.